Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the chamber of buretrol solution set was leaking during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Gravity testing was performed and revealed that the h/seal chamber was leaking through a small hole. The reported condition was verified. This issue was determined to be caused by the material supplied to the manufacturing facility. There is a nonconformance open to address this issue. Should additional relevant information become available, a supplemental report will be submitted.